Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, damage to bone/tissue, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04370 & 2015-01232).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, damage to bone/tissue, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel for patient further reported that patient underwent a right hip revision on (B)(6) 2014 allegedly due to metallosis, elevated metal ion levels, and fluid. Legal counsel for patient reported additional patient allegations of inflammation, soreness, dysfunction, impairment, and lack of mobility. Review of invoice history could not confirm surgery dates. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the patient underwent a right hip revision on (B)(6) 2014 due to pain, metallosis and elevated metal ion levels. Operative report noted the presence of brown discolored tissue. The modular head and taper adapter were removed and replaced with an active articulation liner and head.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, damage to bone/tissue, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. Additional information provided in patient medical records indicates the patient underwent a left total hip arthroplasty on (B)(6) 2005. There has been no reported revision procedure of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Legal counsel for patient reported patient underwent a right hip revision on (B)(6) 2014 allegedly due to metallosis, elevated metal ion levels, and fluid. Legal counsel for patient reported additional patient allegations of inflammation, soreness, dysfunction, impairment, and lack of mobility. Review of invoice history could not confirm surgery dates.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, damage to bone/tissue, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. Additional information provided in patient medical records indicates the patient underwent a left total hip arthroplasty on (B)(6) 2005. There has been no reported revision procedure of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.